Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return because it was contaminated.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avf) using pod packing coils (podj coils). During the procedure, while being retracted through a px slim delivery microcatheter (px slim), a podj coil unintentionally detached within the px slim. The detached podj coil was flushed out of the px slim and the procedure was completed using a new podj coil and the same px slim. There was no report of an adverse effect to the patient.